Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, when the new device was connected to the chronic leads, right ventricular (rv) lead noise was noted on the electrogram. No bi-ventricular pacing was occurring and ventricular oversensing was seen. The leads were removed four times from the header and each one was cleaned with sterile gauze. They were then reinserted into the header and the set screw was tightened until ratcheting sounds were noted. After each attempt, the same electrical noise/oversensing was noted. The leads were assessed through the pacing system analyzer and no noise or oversensing was noted and all impedances and thresholds were stable and consistent. The device was removed and a new device was then attached to the leads as before. This time no electrical noise signals were noted and no oversensing was seen. The new device also began to bi-v pace immediately upon connection to the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.